Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After the wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation, the balloon failed to inflate and was ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.